Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the bos battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
It was reported that the device was prophylactically explanted and replaced due to the field safety corrective action, bio-lqc. The ICD was implanted and active for approx. 10 months. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.